Event description:
It was reported through a patient tracking form received on mar 6, 2017 that the patient¿s perceval valve size 27 was explanted and disposed of on (B)(6) 2017 and replaced by another perceval size 27 valve on the same day. No further information has been provided by the surgeon.

Event description:
Further information was provided that the first valve wasn¿t positioned properly. Rather than re-collapsing, they used another valve of the same size. Patient did well afterwards.